Event description:
It was reported that during a left pulmonary ligation, on the third reload the surgeon said it felt weird (choppy) when firing. The staples fired on the left side (heart side) but did not fire on the lung side and fully cut. The pt began to bleed and the surgeon controlled the bleeding with a sponge stick. The surgeon reloaded the same device, and it worked fine. There was no pt consequence.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for eval.